Manufacturer narrative:
Device evaluation summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon receipt all gels were deployed. The trunk cable connector was also cracked. The cause for the cracked trunk cable connector cannot be positively determined. It cannot be determined whether the damaged connector caused the gels to deploy. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.

Event description:
The wife of a (B)(6) male pt contacted zoll customer support to report that the pt's electrode belt gelled. The pt heard a loud siren alarm, but could not press the response buttons before gel was released. The pt was issued a replacement electrode belt.